Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to the local office of olympus china (osh). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from osh, there was the possibility that the reported phenomenon was attributed to the following. - the power cord was not connected. - the lamp access cover was not closed. - the halogen lamp was not installed correctly. - the halogen lamp had burned out. - the power was not turned on. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to the local office of olympus (B)(4). The engineer checked the subject device and found that the reported phenomenon was duplicated due to the failure of the lamp socket. Because the user has refused repair of the subject device, the subject device will return to the user without evaluation by the evaluator and repair. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the preparation for laryngoscopy using the subject device at the user facility, it was found the examination lamp did not ignite. The user facility replaced the subject device to a similar device to complete the procedure. There was no report of patient injury associated with this event.